Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached at the quick release. The site location was patient's stomach to waist area. The pump was worn in his pocket on the right side and the infusions were stored in a closet in a heated room. The pump was not dropped with the set connected to the patient's body. No further information available.